Event description:
It was reported the patient has been experiencing overstimulation since twisting his back. Overstimulation occurs when stimulation is on and when he's in certain positions. It was also reported the patient is unable to receive effective therapy due to programs auto-reducing. In turn, an sjm representative reprogrammed the patient and he will use the programs in the meantime.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.